Manufacturer narrative:
(B)(4).

Event description:
The customer initially complained of receiving movement errors with patient results and quality controls (qc). The field service engineer visited the customer site and found that the pinch tube was damaged causing fluid to leak into the pinch valves. Pinch tubing and pinch valves were replaced. The customer ran calibration, qc and patient results and all were acceptable. After this service action, the customer repeated all the patient samples. It is not known how many total patient samples were repeated. Based on the information provided, 1 patient sample tested for carcinoembryonic antigen (cea) was erroneous and had been reported outside of the laboratory. The initial cea result was 17.2 ng/ml. This result was reported outside of the laboratory. The sample was repeated on (B)(6) 2016 and the result was 54.6 ng/ml. This corrected result was reported to the appropriate physician and nursing staff. No adverse event occurred. The cea reagent lot number was 18516803 with an expiration date of 08/31/2016.

Manufacturer narrative:
Based on the available data, the root cause of the issue was the damaged pinch valve tube. The pinch valve tube is used to control the liquid flow of the assay into the measuring cell. If the pinch valve tube is off, the assay and procell fluids will not be aspirated appropriately, causing discrepant results.